Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a procedure performed on (B)(6) 2024. During the procedure, while inflating the balloon inside the patient's esophagus, the balloon burst. The same problem occurred with the second cre pro wireguided dilatation balloon. The procedure was completed with a third cre pro wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.